Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. B3: event year only reported: 2026. D4 batch#: y7043u. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device, but no functional testing could be performed due to the condition of the device. Visual analysis of the returned sample revealed that the device was received with the nose cone slightly separated and the mount was noted to be loose. No functional testing could be performed due to the condition of the device returned. The instrument was disassembled to inspect internal components; the moisture indicator was positive, the acoustic isolator was torn, and the transducer assembly was not held in place due to the nose cone condition, resulting in twisting of the handpiece transducer assembly until the internal wires got disconnected. Due to the nose cone condition, moisture entered the hand piece mid housing, and it is possible that the ingress of moisture affected handpiece functionality. Although the analysis was unable to determine the exact root cause that led to the hand piece nose cone damaged. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch: y7043u, and no non-conformance's were identified.